Event description:
It was reported by service report that there is a crack in the power inlet filter. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power inlet filter.